Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on (B)(6) 2018. Regarding the inability to refill the pump, it was clarified that the pump was filled on (B)(6) 2018 per the hcp at the pain clinic and no issues were noted. An infection had not been confirmed; there were no results yet for the cultures taken of the drainage. As an action/intervention taken to resolve the issue, the pump was refilled with normal saline on (B)(6) 2018. Then on (B)(6) 2018, the pump was refilled with compounded drug without difficulty. It was indicated that the issues had been resolved, and the device remained intact. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) regarding an implantable intrathecal pump intended to deliver bupivacaine [8 mg/ml] at 3.6070 mg/day and dilaudid [8 mg/ml] at 3.6070 mg/day, indicated for non-malignant pain. On (B)(6) 2018, it was reported that they thought maybe there was an infection. It was unknown where on the body, and it was stated that it may be slow healing instead of an infection. It was reported that there was swelling, and the patient's wound was not closing after surgery. The event occurred "months back" in 2018, post pump surgery (pump replaced on (B)(6) 2018). A refill issue was reported. The hcp was seeing the patient for a pump refill, and it was noted that they had done cares for this patient quite some time with no ongoing patient problems. There were a couple of pump refills at the surgeon's office after the surgery, but the caller knew no details of those refills. It was reported that at the patient's last refill at the clinic on (B)(6) 2018, they confirmed clear fluid drainage at needle puncture site and redness at the pump site, and they put bacitracin ointment on it. The patient had no pain at that time, but drainage was present. It was reported that on (B)(6) 2018, they had difficulties accessing the reservoir, and were unable to refill the pump with drug. There was partial redness at the pump area, and when the hcp accessed the patient with the needle, the patient jumped in pain and the hcp thought it was a nerve. They tried to access the septum twice but due to blood, clear fluid, and obvious swelling, they did not have success. It was stated that fluid was still leaking from the needle punctures. They were then able to successfully access the reservoir on the third try, and aspirated all drug that was accounted for, which was clear in the syringe. It was indicated that there were no reservoir volume discrepancies. When they tried to refill with medication, the patient was coming off the bed in pain, so they were unable to refill with drug, so there was no medication in the patient's pump at the time of the report. The hcp did not know exactly where the pain was coming from (surface of the skin? Inside the pump pocket, etc.?) When the region was palpated, the tissue was soft/mush. The patient had no headaches at the time of the report. The patient was anxious due to the refill issues that were occurring. The hcp had a call in for the surgeon and waiting for the return call. It was noted that cultures were taken of the drainage. The hcp stated that she needs a doctor's order for a numbing agent around the pump site area. They were contemplating sending the patient to the emergency department (ed). It was stated that they were unable to refill the patient's pump, but wanted to print out the status of the pump, as the pump was not updated, and the hcp was no longer with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.